Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of the paravalvular leak (pvl) was mild.

Manufacturer narrative:
Image review: two intraprocedural media files were submitted for review. The absence of the patient¿s executive summary limited the ability to conduct a comprehensive anatomical assessment. Evidence reveals a fully deployed valve at a reported depth of 2-4mm which cannot be validated in the media files provided. A post implant dilatation was performed and during mid-balloon inflation, the valve was observed to visibly dislodge in the aortic direction. Subsequently, the dislodged valve was snared above the coronaries, and a second valve was implanted. As stated in the instructions for use (IFU): potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10:  product ID: d-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves: non-implantable device product ID: l-evolutfx-2329; product lot number: unknown; product type: 0195-heart valves: non-implantable device  product ID: 20mm dilatation balloon (non-medtronic device); lot #: unknown. Product ID: 23mm dilatation balloon (non-medtronic device); lot #: unknown. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the implant of a transcatheter aortic valve, following the valve load, visual and tactile inspection of the capsule and a fluoroscopic loading check were conducted and confirmed a good load. A pre-implant balloon dilation was performed with a 20 mm non-compliant balloon. The valve was deployed at a depth of 3-4 mm below the annulus, but the valve frame was constrained. The valve was fully released, and a post-implant balloon dilation was performed with a 20 mm non-compliant balloon. Paravalvular leak was noted after the valve implantation, possibly caused by a calcium chunk at the non-coronary cusp in the annulus and left ventricular outflow tract. Subsequently, a second post-implant balloon dilation was performed using a 23 mm non-compliant balloon. An extra systole occurred during balloon inflation while pacing was set to 180 bpm, which caused a temporary increase in pressure, resulting in the balloon dislodging out of the annulus and taking the valve along. The valve was snared and stabilized above the coronary arteries. A second valve was loaded into a new delivery catheter system (dcs), but passage through the dislodged valve was unsuccessful. Multiple snaring techniques and different access routes were attempted; however, the dcs was unable to cross the dislodged valve. The valve was loaded into the dcs for more than one hour; therefore, it was decided to withdraw the valve and dcs, and load a new valve into a new dcs. Eventually, using the radial artery for the snare catheter instead of the femoral artery allowed successful passage of the new dcs through the dislodged valve, and a new valve was implanted successfully.